Event description:
Customer reported difficulty inserting cartridge into pump. There was no reported impact to customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as customer declined follow-up.